Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The lesion was located in a calcified obtuse marginal branch. A non bsc guide catheter with an unknown 2.0x20mm balloon was used to predilate the lesion. The physician went to deploy the promus element plus 3.00x16mm stent at eleven atmospheres and the balloon ruptured. The stent did deploy successfully. A 3.0x20mm quantum balloon was used to post dilate the lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).